Event description:
A structure fire occurred. The circumstances of this fire resulted in the death of the resident. This person was using an oxygen concentrator with a nasal cannula. This person was allegedly smoking during use of this device. It is possible that smoking materials created a sequence of events that ignited a fire that resulted in ignition of the medical device. It is also possible that the medical device malfunctioned.